Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The device tested normally, and the reported issue was not confirmed. No action was taken.

Event description:
It was reported that there was a flow rate error during patient use at the facility. No patient harm/adverse event was reported.